Event description:
A customer reported a battery charging issue with their t:slim x2 pump, including problems such as the battery jumping when charging, the pump not recognizing new cartridges, and a missing rubber door. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.